Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Photos were reviewed; however, it is unclear in the photos the exact position of the sleeve relative to the inserter. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was implanted in the patient; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that a guide sleeve covering the tip of a juggerknot had already slid when the surgeon opened the package during surgery. Seven products of the same lot number were found to be in the same condition. The surgeon was able to complete surgery with the affected products. No adverse events have been reported as a result of the malfunction.